Event description:
It was reported to baxter (B)(4) that the tube of a solution administration set was disconnected from the chamber. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. Further visual inspection of the tube end revealed that the tube was low inserted into the chamber. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.